Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was not performed, as the serial number of the device was not provided. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was able to complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was prescribed prophylactic antibiotics, ancef (1 gram, intraperitoneal, one time) and fortaz (1 gram, intraperitoneal, one time) per the clinic¿s standard procedure. The cassette used by the patient was reported as available for return for physical evaluation by the manufacturer.